Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the patient mentioned in the journal article. No further complications have been reported. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.

Event description:
Information was received based on a review of a journal article titled, "no effect of risedronate on femoral periprosthetic bone loss following total hip arthroplasty" which aimed to examine the effects of residronate therapy on periprosthetic bone resorption after total hip replacement surgery. The study consisted of 73 (seventy-three) patients between the ages of 40 (forty) and 70 (seventy) years who underwent total hip arthroplasties using the bi-metric ha hip system, manufactured by biomet, between 2006 and 2010. These patients were administered weekly residronate therapy for six months after total hip arthroplasty. Only 61 (sixty-one) patients were available for follow-up, as 8 (eight) patients were withdrawn because of illness or unwillingness to participate and 4 (four) patients moved out of the area and were not available. None of the patients were revised or reoperated and there were no statistically significant differences between groups for all secondary endpoints. One patient was identified in the article that underwent closed reduction due to dislocation on an unknown date. The joint was reportedly stable after the procedure and no further information was provided. In conclusion, using 6 months of residronate therapy has no significant effect on periprosthetic bone resorption for up to four years after total hip replacement surgery.